Manufacturer narrative:
The main component of the system, other applicable components are: product ID 3389s-40, lot # va0wgy7, implanted: (B)(6) 2015, product type lead; product ID 3389s-40, lot # va0wgy7, implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient had no therapeutic effect and during her first surgery, there was equipment failure. When they tried to advance the electrical probe and it failed; they were not able to correctly place the probe and the patient has not had a good result since. The patient stated that they are going to replace with two channel stimulator this coming monday.

Manufacturer narrative:
Corrected information sex: date of birth .if information is provided in the future, a supplemental report will be issued.